Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:666 was confirmed during product evaluation. This condition was caused by a defective rear case assembly. However, it is unknown if any repairs have been made to the device at this time.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 550:320:666, audio circuit failure, which could have caused an interruption of delivery. The reported condition occurred on power up. There was no patient involvement, injury or medical intervention related to this report. This device utilizes user interface module master software version 7:01:00. No additional information is available.